Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a heart catheterization with angioplasty on a pediatric patient, the catheter cracked while inside the patient. No patient injury to report.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was examined visually and microscopically and no kinks or cracks were observed. The complaint could not be confirmed. No kinks or cracks were observed along the shaft, around the marker bands or in the tip section. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.